Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "it was reported "tip of the balloon catheter did notinflate under fluoroscopy. As such, another iabp had to be used intead". The second catheter inserted was inserted into the same insertion site. No patient injury or consequence reported.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc). Returned with the sample were supplied kit components including 30cc inflation driveline tubing and long arterial pressure tubing. Upon return, the one way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on exterior surfaces of the returned sample. No obvious blood was noted within the iabc helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and an external leak was immediately noted and located around the bifurcate bushing. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and the appearance is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "tip of the balloon catheter did not inflate" is confirmed. An external leak is confirmed from the iabc bifurcate bushing. An external leak could result in an inability of the iabc to fully inflate. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate bushing. The root cause of the leak at the bifurcate bushing is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "it was reported "tip of the balloon catheter did notinflate under fluoroscopy. As such, another iabp had to be used intead". The second catheter inserted was inserted into the same insertion site. No patient injury or consequence reported.